Event description:
Per the clinic, an incomplete insertion of the electrode was observed during the initial implantation surgery on (B)(6) 2025, due to obstruction caused by a malignant middle ear infection. Subsequently, the patient was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.